Event description:
The customer reported that the system alarms do not sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio for the alarm. The fse indicated that after a system restart the device meets factory specifications. Reporting institution phone # (B)(6). Reporter phone # (B)(6).